Manufacturer narrative:
Attempts to get evaluation and repair details from customer have yielded no response.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed the crossover circuit fault during pre-operational testing. No patient involvement reported.